Event description:
The omnitom portable CT scanner was moved to nicu by the 2 CT tech for an ordered CT of the head at 0150. The scanner stopped moving and the screen said "locked scanner". The scan was not able to be performed and the machine was blocking the patient room entrance. One person at a time could enter the room through a space between the scanner and the door frame. No wheel releases were found on the scanner in order to move it manually. The machine was turned off and attempted to reboot. The omnitom company was contacted at (B)(6) for tech support at 0220. They told our CT tech to call (B)(6). After contacting (B)(6) who wasn't able to help, we again called omnitom. They said they didn't realize we were calling about the neurological portable CT scanner. The tech had "stepped away from his desk". They said they would call us back when he was available. No one called back. We recalled omnitom at 0300 and were able to speak to someone for technical support and guided the CT tech through a variety of troubleshooting steps to fix the problem. Those were also unsuccessful in restoring the function of the scanner. After multiple attempts of turning the machine off and on, we were able to shove the machine out of the doorway with 3 people pushing on the machine at 0355. It was manually shoved down the length of the hallway to near its storage spot. The day lead CT tech was called in early to help with the troubleshooting of this situation. The neurosurgeon and neurologica care residents were notified from the start of the situation. After knowing that the scan was not going to be completed, the patient was returned to the normal bed positioning and her head of bed was raised (despite the scanner still being in the doorway pending relocation). Since its arrival, the scanner has had several times when it has not functioned. The tech support from the company tonight was ineffective in solving the problem.